Event description:
The customer reported that a pt death occurred.

Manufacturer narrative:
(B)(4): the customer reported that a pt death occurred. The customer stated that they thought the equipment was working properly but requested assistance about inop logs. The available info as of 8/27 is not sufficient to determine if the use of the device was or was not a factor or if the device may have malfunctioned. In an abundance of caution, we will consider this death to represent a reportable event. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.